Event description:
It was reported the autoclavable camera head's image flickers and stripes appear. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in cable unit, the displayed image is flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.